Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies were found. The full lead was returned and analyzed. However, the distal conductor was found to have blood/body fluid (not obstructed). There was also blood/body fluid on the outer tubing overlay and in/on the helix mechanism.

Event description:
It was reported that during implant attempt, there was positioning difficulty. The lead was not used. Another lead was used. No patient complications have been reported as a result of this event.